Event description:
It was reported that when using the bd pyxis¿ es server, the customer had issues with waste discrepancies, when nursing was pulling one vial of fentanyl or hydromorphone for prn orders but administering it to the patient multiple times and it was causing a discrepancy to appear in pyxis even though there the whole vial was being administered. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had an issue with waste discrepancies. A technical support specialist (tss) provided information from the training material, and the customer set the waste as zero in the device to prevent the waste discrepancy. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer had issues with waste discrepancies, when nursing was pulling one vial of fentanyl or hydromorphone for prn orders but administering it to the patient multiple times and it was causing a discrepancy to appear in pyxis even though there the whole vial was being administered. There were no adverse events or injuries reported based on this event.